Event description:
It was reported that the patient experienced reservoir migration with an inflatable penile prosthesis (ipp) leading to a revision surgery. During the procedure the existing reservoir was removed and replaced. No information was provided about the patient's outcome.